Manufacturer narrative:
Evaluation findings of fiber broken within the connector. A flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Examination under magnification revealed that the pattern on the tip face is consistent with minimal normal degradation. There was no damage noted along the body of the laser fiber. It was further observed that light was unable to travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureterolithotripsy flexible by laser procedure performed on (B)(6) 2016. Reportedly, the laser unit used was dornier. According to the complainant, during the procedure, there was no green light coming out from the fiber. The console was restarted and the fiber was reconnected but still would not work. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.